Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device not being returned.

Event description:
It was reported that a patient undergoing a cystectomy with concurrent removal of the prostate gland experienced a hypotensive transfusion reaction following initiation of transfusion of autologous salvaged blood through the device. The patient was reported to have recovered. The event reported in this submission is one of three reported by the user. They occurred during the four (4) months previous to notification to the manufacturer. (Date of occurrence ranged from (B)(6) 2011)